Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. The stent graft was at the level of the renal arteries. A type I endoleak was noted. The physician stated that the cause of the endoleak was from aortic neck dilation. The patient received an intervention where aptus staples were used and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.